Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-3 error; the e-3 error occurred when a test strip was inserted into the truemetrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/30/2021 and open vial date is 09/03/2020. Customer was not using the proper testing technique. At the time of the call the customer reported symptoms of dizziness and nausea related to her diabetes. Customer stated she had contacted her doctor due to the symptoms. A blood test was not performed by the customer; customer's doctor had called during the troubleshooting and customer had to disconnect the call.

Manufacturer narrative:
Corrected sections as of 20-nov-2020: h10: most likely underlying root cause corrected from "mlc-61: improper use / mishandled by end user" to "mlc-030: user applied blood to strip before inserting strip into meter". Sections with additional information as of 20-nov-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.